Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for a high blood glucose event due to the infusion set not sticking. The patient's blood glucose at the time of admission was 417 mg/dl. The customer experienced nausea, vomiting, abdominal pain, and difficulty breathing. The customer was treated at the hospital. Troubleshooting for the high blood glucose was declined. The patient's current blood glucose is 95 mg/dl. No products were returned or replaced.